Manufacturer narrative:
Zimmer biomet complaint cmp-(B)(4). Date of event: the event occurred sometime in (B)(6) 2021. Medical product: alphatec interbody cages 7,8,7 mm. Medical product:medical product: alphatec anterior titanium plate with 16 mm screws. Therapy date: unknown. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is complete, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient is having nerve pain and believes his nerves are overstimulated with the device. The patient is treating c3-c6. He has been wearing it 24 hours a day. The patient stated he had severe nerve pain while using unit. The patient rated the pain as a 8 on a scale of 1 to 10, with 10 being the highest. The patient has been advised to discontinue and corporate would contact him. There was no itchiness or redness on electrode site. The patient did not take anything for pain. No additional patient consequences have been reported.

Manufacturer narrative:
Corrections in b4: date of the report, b5: event description, d3: manufacturer g1: contact office, g6: type of report, h2, h8 and h3. Additional information in d4, g3, h4: device manufacture date, h6: component, investigation type, findings, and conclusions and h10: additional narrative. This follow-up report is being submitted to relay additional and corrected information. The device was not returned to highridge medical for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. The device history record was reviewed, and no discrepancies related to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Highridge medical will continue to monitor for trend.

Event description:
It was reported by sales rep that the patient is having nerve pain and feels his nerves are overstimulated with the device. Patient stated he had severe nerve pain while using unit and states pain level is an 8. Patient is treating c3-c6. He has been wearing it 24 hours a day. Patient has been advised to discontinue and corporate would contact him. No itchiness or redness on electrode site. Patient did not take any thing for pain. No additional patient consequences have been reported. Spinalpak was not returned for further evaluation.